Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl) and high ketones. Customer reverted to back up insulin therapy. Contact reported that the customer will load new pump supplies and resume pump therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.